Event description:
Information received indicates the head section will not lower electrically or mechanically.

Manufacturer narrative:
The technician found the head motor was disconnected from the head drive screw. The technician reattached the motor and drive screw to repair the bed.